Event description:
Additional information was reported. It was reported that the patient was not feeling the impulses down in the scrotum anymore and was emptying their bladder better. Their post-void residuals had been around 150ml, they were 300-500ml. Their urgency and urge incontinence had improved as well. It was reported that there was slight puffiness of the lead implantation site. No further complications anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported that they had some blood coming out of the incision. They also mentioned that they were retaining more than prior to the advanced evaluation. The issues were not resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.